Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that two patient records (admitted and pre-admitted) existed with the same visit ID and primary ID, causing orders to be associated with the pre-admitted profile instead of the active admission. The technical support specialist (tss) advised customer that one of the duplicate patient records should be discharged before sending orders to ensure they route to the correct active patient profile. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not crossing over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.